Manufacturer narrative:
Final device analysis results reveal - pump connector anomaly. Physical evidence shows that the pump connector was installed at an angle, so the dispensing tip of the pump becomes occluded by being pushed into the pump connector.

Event description:
The manufacturer representative reported a pt was experiencing a return of symptoms. The pump was accessed and a volume discrepancy was noted. The estimated reservoir volume was 5.5 mls and the actual reservoir volume was 34.5 mls. The drug used in the pump is hydromorphone 30.0 mg/ml at a dose of 9.006 mg/day. A rotor study was done which appeared normal. A catheter access study was attempted and there was difficulty accessing the catheter and refilling the pump. The pt was taken to surgery where they found a large amount of purulent substance. The device was explanted and a debridement was performed. The hcp suspected an infection and that the purulent substance may have occluded the catheter. The pump and catheter were explanted. The pt recovered without sequela. The hcp plans to implant a new device in the future. Additional info provided indicated cultures were taken but infection was not confirmed. The pt had inflammation at the site. See MFR report #3004209178200800195 and 6000030200800196.